Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 296 mg/dl. Cause was not known. The customer changed their infusion set to address their bg levels. Reportedly the customer continued to use the pump for insulin therapy.